Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient got their implantable neurostimulator (ins) because of their back and their hip pain. After getting their ins, they spent some time trying to get it right, but they were ¿shooting in the dark¿ because the problem turned out to be parasoma syndrome and not the patient¿s back. Due to this issue, it hurt to stand or sit, as the patient couldn¿t sit a certain way, and they couldn¿t go up/down stairs without extreme pain. The patient stated that they found exercises to do that would, although it wouldn¿t take the pain completely away. It was noted that the patient¿s ins was removed but the leads were left in their body. The patient wanted to find a physician to remove the leads so they could get an MRI. It was noted that the ins hadn¿t been effective since the patient was implanted on (B)(6) 2009. No further complications were reported or anticipated. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that if the wires were not loose in the patient's body, then they could get a MRI. The doctors were always incorrect that the patient's hip pain was caused by the patient's back. 20 + years of pain. The stimulation never fixed the patient's hip pain. The patient just recently (B)(6) their symptoms and piriformis syndrome came up and recommended exercises to have less pain. The patient is planning on having the "wires" removed due to their horrible spinal headaches they have been experiencing for years. The patient has lost weight over the years they had the battery. The patient had their battery in for four years after trying to help their pain the patient had asked to have it removed. Just the battery was removed. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer. It was reported that the patient's doctors were wrong in that their hip pain was caused by their back- they reported they had paktis piriformis syndrome. The patient noted that they worked so hard to try and make their device work but it didn't help their hips at all. The patient reported that 4 years after the device was put in, their doctor took out the battery but didn't think the leads were necessary to remove. They had 4 years of horrible pain when they would have to get a cat scan "with contrast". They had horrible spinal headaches. The patient weighed (B)(6) pounds but noted that this had nothing to do with their problem- it was the incorrect diagnosis of the doctors. No further complications reported.